Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Receive one unused drain and two opened pouches, primary and secondary, labeled. Both pouches still have the straight bottom sealings. Both shevron sealings are opened and there is no doubt they were present. Upon inspection of the opened pouches we confirm that all the sealings were initially performed and there is no missing sealing.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and reservoir was attached to a drain. During the procedure, it was noticed that the inside of the double-packed package was not sealed. There were no adverse patient consequences reported.